Event description:
Customer was not feeling well. The caretaker gave customer two glasses of orange juice and tested blood glucose and received a result of 153mg/dl. The customer was still not feeling well and the caregiver retested and received a result of 107mg/dl. Emt's were called and they received a result of 60mg/dl. The customer was given a glucose IV and taken to the hosp. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.